Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. D2b pro code (product code): dqk, dsk.

Event description:
It was reported that an inaccuracy occurred. During inspecting of the avvigo plus multi-modality guidance system, the physician found that the automated lesion assessment (ala) analysis was inaccurate. No patient complications were reported.